Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. After trouble shooting, pump continued to alarm. Per reporter the residual volume was 12.2 ml, rate 2.5 ml and given 102.80 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).